Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer (fse) discovered cart with broken handle. In order to fix the issue, fse replaced cart handle. Unit was then returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had a broken handle. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.